Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (b5 and d10) and to provide an update to field (h3). The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information inadvertently left out: it was reported that the subject device may have handled it upside down. Pictures of the scope were taken afterward, no ¿snags or burrs¿ noted. Scope was taken out of service immediately after procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient came in for a ureteroscopy to treat a ureteral stone. After a rigid cystoscope and guidewire were placed, they had difficulty dilating the ureter with a dual lumen catheter from boston scientific. They switched to a boston scientific 8/10 dilator and then placed the scope inside the ureter. Once the scope was placed into the ureter they were not able to visualize the stone; therefore, the clinician planned to place a stent and complete the case. Upon removal of the scope, the patient¿s ureter was removed with it. It was later reported the patient was then transferred to a different facility for percutaneous nephrostomy and was discharged home with a nephrostomy tube in place. The patient subsequently returned to the facility¿s emergency room where she was diagnosed with pyelonephritis. There is no current patient status as the resolution/outcome is in process. Per the facility, the clinician performing the procedure does not alleged a scope malfunction. The scope had a slightly different design and orientation than its predecessor and believes user error may have contributed to the outcome in this case.